Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was ¿consumed¿. The device was explanted and replaced. The patient is a participant in the improve sudden cardiac arrest (sca) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device reached early battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.